Event description:
During patient support the console flows dropped from 5.0 l/m to o l/m and the "low pressure" "low flow" alarms were indicated. The patient was supported by foot pump support and then switched to bvs 5000t transport console. The cause was isolated to the inverter module, which was replaced and the problem resolved. Console was packed back into service. There was no patient impact.